Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined. With the info provided. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspect that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain, inflammation and possible loosening.